Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the alarm triggered and produced an alarm on the screen, low leak co2 rebreathing risk and proximal pressure tube disconnected. The device was immediately removed from the patient and replaced with another device. The customer equipment department was notified that the device needed repair. The device was replaced with another ventilator. This investigation is ongoing.